Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving a motor error alarm. The customer's blood glucose level was 264 mg/dl. The customer treated themselves with a manual injection. The customer stated that they received the alarm while filling the tubing. Troubleshooting was done. Explained that the a false motor error alarm might have been caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. Advised to allow the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they were unable to complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.